Manufacturer narrative:
The field service engineer found plastic inside the reagent probe. He removed and cleaned the probe and the customer replaced the reagent cassette with a new lot. The customer ran successful calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable low mg2 magnesium gen.2 results from the cobas 6000 c501 module. Patient 1 initial result was 1.06 mg/dl and the repeat result was 2.07 mg/dl. Patient 2 initial result was 1.07 mg/dl and the repeat result was 2.00 mg/dl. Patient 3 initial result was 1.28 mg/dl and the repeat result was 2.10 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number and expiration date were requested but were not provided.